Event description:
Information received from a patient reported that their device was causing more problems than it was helping. As a result, the patient had their implantable neurostimulator (ins) removed about 6 weeks prior to the date of this report. The patient reported that at the end of the day, they did a 4 disc lumbar fusion and took it out. The patient stated that they had the external components and didn't know what to do with them. It was reviewed that the patient could donate the external components to their healthcare provider (hcp) office or back to the manufacturer. The patient stated that they paid a fortune for implant and another fortune for lumbar fusion&#55297;nd didn't want to donate. No further information was provided regarding the outcome of this event as the patient disconnected the call. No patient symptoms were reported. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.